Event description:
It was reported that the patient presented in clinic with muscle spasm at the pocket area. Upon interrogation, the right ventricular lead exhibited low sensing and no capture. During lead revision on (B)(6) 2015, the physician noted the lead had dislodged and insulation anomaly. The lead was explanted and replaced. The patient was in good condition.

Manufacturer narrative:
(B)(4).